Event description:
The handpiece rotation was reversed during diaphyseal reaming. Bixcut was damaged because the operation was carried out without realizing it. Debris remained in the body, but was removed using pliers and a hammer. After confirming that no debris remained in the body, nail fixation was performed and the operation was completed.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches with the alleged failure. The received bixcut reamer was found slightly bent (approx. In middle) with dent marks. The outer spiral of the reamer is completely uncoiled and deformed. The breakage areas of reamer spirals indicate that the spirals broke in a gliding fracture due to torsional overload; the reamer was overloaded in counter-clockwise direction. Based on the investigation the root cause was attributed to a user related issue. The failure was caused due to reamer was used in a counter-clockwise direction. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. The device had been in use for a long time (manufactured in 2014), therefore it can be safely said that it had fulfilled its tasks in former surgeries as intended. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The handpiece rotation was reversed during diaphyseal reaming. Bixcut was damaged because the operation was carried out without realizing it. Debris remained in the body, but was removed using pliers and a hammer. After confirming that no debris remained in the body, nail fixation was performed and the operation was completed.